Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to use the analog catheter to pump which indicated autofill failure. After entering the background program, the self-check could not be completed for all the manifold tests. After the inflation port was blocked, the machine still prompted to block the inflation port. The fse suspected pneumatic module failure. There is currently no repair or replacement. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported by the end user that after inserting a 34cc fiber optic intra-aortic balloon catheter and accessories during pci treatment, the cardiosave intra-aortic balloon pump (iabp) unit failed to counter pulsate, and the alarm automatic inflation failed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: e1(site country), h6 ( type of investigation, investigation findings, investigation conclusion, component code). Additional information: e1(event site state): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.